Event description:
Procedure type: low anterior rectosigmoidian resection. According to the reporter, the device was used to do the anastomosis. After the device was fired, the staples were found to be malformed and there was an incomplete cut. The anastomosis was redone with another instrument. The procedure was completed successfully.